Manufacturer narrative:
(B)(4). Date sent: 11/04/2022 per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows tissue and oozing was noted on the tissue that appears to be the staple line. However, the incomplete staple line could not be noted.

Manufacturer narrative:
(B)(4). Batch #: 698a19. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a right laparoscopic hemicolectomy procedure, when fired only two rows formed patient side and on the proximal end no staples were deployed. The surgeon stapled on both sides, and it looks like on the proximal end, there were a couple of staples that were missing. Staple line was oversewed to complete the procedure. There were no adverse consequences for the patient. Approximately ten minutes was added to the procedure.